Event description:
The customer reported a loss of the audio alarm function. The nellcor puritan bennett customer support engineer inspected the device and replaced the audio alarm assembly as a precautionary measure. The unit passed extended self testing. The reported problem could not be verified, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.